Event description:
It was reported this pacemaker was found to be depleting faster than expected. A save to disk was sent in for engineering analysis, and it was confirmed that there was an increase in power consumption during the last ear. Boston scientific technical services (ts) recommended to replace and return the device. At this time, this pacemaker remains in service. No adverse patient effects were reported. Additional information was received that this pacemaker was explanted and replaced successfully. This device has been returned and is in the process of device analysis. No additional adverse patient effects were reported.

Event description:
It was reported this pacemaker was found to be depleting faster than expected. A save to disk was sent in for engineering analysis, and it was confirmed that there was an increase in power consumption during the last ear. Boston scientific technical services (ts) recommended to replace and return the device. At this time, this pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in (B)(6) 2018, which was expanded in (B)(6) 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported this pacemaker was found to be depleting faster than expected. A save to disk was sent in for engineering analysis, and it was confirmed that there was an increase in power consumption during the last ear. Boston scientific technical services (ts) recommended to replace and return the device. At this time, this pacemaker remains in service. No adverse patient effects were reported. Additional information was received that this pacemaker was explanted and replaced successfully. This device has been returned and is in the process of device analysis. No additional adverse patient effects were reported.